Event description:
Customer reported a blank display on the insulin pump. The blood glucose reading was 160 mg/dl. She stated that there was a crack on the case of the insulin pump on the reservoir barrel and that the insulin pump was sometimes bumped into things but not dropped. She stated that the insulin pump may have been exposed to sweat while running. She stated that the battery cap contacts were not missing or corroded and that the battery compartment and spring were not damaged or corroded. She also reported that the buttons were unresponsive and that she could not clear the alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.